Event description:
Medtronic received information that this bioprosthetic valve was abandoned after implant when a small hole near the sewing cuff was identified on al leaflet. There were no adverse patient effects.

Manufacturer narrative:
(B) (4): evaluation results = device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. Analysis: no product was returned. Conclusion: the device history record was reviewed and showed that this valve met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Without return of the product for analysis, no definitive conclusions can be drawn regarding the performance of the valve. Should the valve be returned, a follow up report will be submitted following analysis.